Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "failure of hemolock polymer clip long size purple is reported , occurred during a surgery, the technical staff made know that the patient had a loss of 2000 ml of blood. During the event when the moment arrived to clip dr used the hemolok to clip the artery and when he was finishing clipping the vein, the clip was removed from the artery and it started to bleed". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "failure of hemolock polymer clip long size purple is reported , occurred during a surgery, the technical staff made know that the patient had a loss of 2000 ml of blood. During the event when the moment arrived to clip dr used the hemolok to clip the artery and when he was finishing clipping the vein, the clip was removed from the artery and it started to bleed,". At the time of this report, the customer has not returned our requests for additional information.